Event description:
Bed tagged "not working." No injury reported.

Manufacturer narrative:
Technician found the head of bed would drift all the way down. Replaced the head up valve solenoid to resolve this issue. Bed found tagged "not working."